Event description:
It was reported there was an instance of having a problem with the pump locking mechanism. This event was described as similar to another instance where it took multiple attempts to secure the pump in place, and there was no audible click.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.